Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose readings ranged between 20 to 400 mg/dl. The customer stated that she woke up with a blood glucose reading of 40 mg/dl, and in the evening it was 234 mg/dl. She did not know at what point the insulin pump had alarmed no delivery. She advised that the alarm was resolved by a complete infusion set, reservoir and insulin change. She declined to return the infusion set and reservoir for analysis. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.